Event description:
Dialysis was initiated at 10:45 am with dialyzer - pt had subclavian catheter which ran poorly. It ran for about 20 minutes and blood recirculated. When dialysis was resumed, pt c/o severe back pain. Blood returned to pt. Pt states back pain stopped. Dialysis was resumed with another dialyzer with no further complaints. Pt had been on dialyzer since 11/17/95. (*)